Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, one of the haptics was broken, however, the surgeon decided to leave the iol implanted in the patient. The patient returned for a follow up examination on the day following the procedure, and the surgeon decided to remove and replace the lens with an unknown model iol.